Manufacturer narrative:
The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt was seen in clinic in 2009, with a complaint of low stimulation. The impedance was 326 ohms, current usage 206 microamperes. Stimulation therapy was programmed to case +, 1 electrode-, continuous usage, amplitude 3 volts, rate 170 hertz, pulse width 210 microseconds. The battery voltage was >2.5 volts. At these settings, the battery was calculated to last 20 months. It was also reported that the longevity estimate was 12 months. The end of service indicator was noted and the deep brain stimulator was explanted after 10 months of usage. The hcp wanted to know if there was a material defect. There was no pt injury. Therapy resumed as it was prior to replacement.